Manufacturer narrative:
The instrument was not returned for evaluation. This instrument is labeled to not be used for final locking. However, the surgeon choose to use this instrument to final lock the set screw. It was during this process that the tip sheared off and became imbedded into the set screw drive pocket. According to the surgeon the broken tip had no affect on the patient.

Event description:
During the final locking of the set screw on a posterior spinal fusion surgery the tip of the screw driver broke off into the head of the set screw and was left in the patient.